Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited chronic noise oversensing leading to inappropriate mode switch. The sensing, capture and impedance were within normal range. Lead was manipulated in the header during explant to try and reproduce noise unsuccessfully. The lead was capped and replaced on (B)(6) 2019. The patient was stable.